Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, the patient woke up and started to vomit and was not able to eat. The cgm reading was 200 mg/dl but patient was not able to do a calibration. The patient's husband took the patient to the hospital and there they took a bg reading which was 500 mg/dl. In addition, they took other tests such as chemistry reading and anion gap test to confirm her diabetic ketoacidosis (dka) diagnosis. They treated the patient with IV insulin and the patient was admitted to the intensive care unit (ICU). After 2 days the patient was discharged from the ICU. The nurse assisted the patient to resume her insulin pump and inserting a new dexcom sensor. The patient was hospitalized and was being monitored. After 5 days the patient was discharged. At the time of the report the patient was still feeling "woozy" but fine and stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.